Event description:
The following was reported to davol by the pt: the pt alleges that following bilateral inguinal hernia repair surgery he presented with unusual pain and recurrence on his left side. Two weeks later he underwent a revision procedure and reports that the physician commented that the product selected for the initial procedure was too small for the defect. The pt reports that he is not sure if the mesh was removed but things its possible due to the surgeon telling him prior to the revision procedure, "I should have put in a larger plug."

Manufacturer narrative:
As reported the pt experienced a recurrence of his hernia. He alleges he was told that the implant was too small for the defect. No medical documentation has been provided for us to conclusively determine this to be the cause of the pt's reported recurrence. The IFU for the perfix plug was reviewed and recurrence is listed as a known possible complication. Additionally, a mfg review was performed and found no evidence of a mfg related cause for the alleged event. Based on the info provided, no definitive conclusions can be made. If add'l info is obtained, a follow up MDR will be submitted.